Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 of the bd allergy syringes have incorrect graduation marks. The following information was provided by the initial reporter: verbatim: caller states that beginning on (B)(6) 2023, every box of syringes they have opened has contained 7-12 syringes that bear incorrect graduation. No patient impact reported.